Event description:
Sigma model 8000 infusion pump reported to have experienced a flow volume inaccuracy. There was no patient injury or medical intervention required. Drug being dispensed was heparin, 250ml bag.

Manufacturer narrative:
The pump has undergone an external visual inspection. No visible signs of damage are observed. A review of the history log will be completed. A full functional evaluation is being conducted, but has not been completed.